Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4, reference MFR report: 1627487-2018-03868, 1627487-2018-03869, 1627487-2018-03870. It was reported that patient experienced ineffective stimulation due to lead migration. Reportedly, patient¿s leads had moved into epidural space. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein patient¿s existing leads were explanted and two new leads were implanted. Effective therapy has been restored post operatively.